Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the last time they saw their managing health care provider, they couldn't feel anything and they kept having bladder issues so the healthcare provider did an adjustment and when they felt the stimulation, it zapped them in their groin closer to the left of where they go to the bathroom. The patient stated it "smarts" and was painful and now it didn't happen as often, but they still didn't make it to the restroom in time. Patient services reviewed stimulation considerations with the patient and redirected the patient to follow up with their healthcare provider to further address the issue. The healthcare provider then told the patient they were a good candidate for the implanted system so the patient had gotten it and was really hoping it would work but now they were just getting zapped on occasion. The patient had been meaning to call their health care provider (hcp) again but they had been putting it off. Patient services also reviewed programming considerations and redirected the patient to follow up with their hcp to potentially try a different program. Patient to call hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.